Event description:
It was reported that 40 bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "customer has been evidencing that in some procedures of blood draw the vacuum is not enough, which has been causing incomplete collections".

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was observed in one (1) sample. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. The twenty (20) retention samples were visually inspected for defects that may lead to underfill. No defects were observed. H3 other text : see h10.

Event description:
It was reported that 40 bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "customer has been evidencing that in some procedures of blood draw the vacuum is not enough, which has been causing incomplete collections"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.